Event description:
It was reported when the patient came in for a pump refill that she had a transient ischemic attack and "didn't feel right" and had double vision on (B)(6) 2014. The patient was reportedly taken to the hospital by ambulance and was admitted for one night. It was noted that on (B)(6) 2014 the patient reportedly had a seizure. The patient stated that she could not remember a lot until they got to the emergency room but the emt told her she had a seizure. The patient was admitted and sent home the next day. It was noted that the patient's neurologist contacted the pain physician and wanted him to take the clonidine out of the pump mixture because she thought the clonidine caused the transient ischemic attack and seizure. It was noted that the pump was reprogrammed as a result of the event. The pump was infusing morphine, bupivacaine, and clonidine. It was further reported that a seizure and stroke occurred on (B)(6) 2014. The doctor believed the clonidine caused the seizure and stroke so the drug was removed from the pump reservoir. The pump had reportedly been delivering that drug since the issue began. It was later reported that no other troubleshooting was done. The neurologist wanted the clonidine to be taken out of the pump. The exact cause of the issue was still unclear. The patient was reportedly doing fine at that time as she had "just" had her clonidine removed on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).